Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened up and down button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. Unit passed self test. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 199 mg/dl. The customer reported that the up arrow was not working. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.